Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving morphine [10mg/ml] at a rate of 7.654mg/day via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. It was reported that the catheter was nicked during a spinal surgery unrelated to the pump. The surgery was to implant new screws and rods, and the catheter was cut while removing the implanted screws and rods. It was indicated that the catheter was repaired using a revision kit. It was also noted that the catheter was kinked. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.